Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. A review of the event history log revealed the following alarms: motor not running, acu watchdog failure, primary audible alarm background test. Functional testing was able to verify the reported problem. It was determined that the motor and the interconnect printed circuit board (pcb) failure were the root causes. The motor and the interconnect pcb were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
E1: phone number extension (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed, "motor not running." There was no patient involvement. Per reporter, the issue was discovered during bench testing.